Event description:
Reportedly, the device prompted connect electrodes and an analysis of patient ECG could not be performed. The patient was not resuscitated. The reporter stated that patient outcome was not affected by the discrepancy due to a lack of patient viability.